Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose level of 378 mg/dl. Reportedly, the customer believed that insulin was not being delivered in the amount requested because the customer administered a 1 unit bolus and viewed less than 1 unit of insulin come out the end of the infusion tubing. The customer reverted to an alternate pump for insulin therapy.